Event description:
It was reported that the device could not be interrogated. Troubleshooting was performed but the interrogation of the device was still unsuccessful. Premature battery depletion was noted. The device was explanted and replaced. The patient¿s condition prior, during, and post-procedure was stable.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The reported event of failure to interrogate was confirmed. As received, the device had no telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, indicating normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.